Manufacturer narrative:
The evaluation of the device has not been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the ht70 plus ventilator, the patient's oxygen saturation bottomed out and the patient expired. The reporter of the complaint does not feel the cause of death was in any way related to the ventilator. The ventilator was alarming/ working as normal per caregivers. The patient was a do not resuscitate (dnr) and the ventilator had to be shut off by the emergency medical service (ems) after the patient expired. The ventilator was running at time of death with no noted problems.

Manufacturer narrative:
Product analysis: an ht70 plus ventilator was returned to covidien / medtronic¿s product analysis team for evaluation. During inspection of the ventilator, it was noticed that the high pressure relief valve was falling out of the pump and the air filter was missing. In order to properly inspect the unit, the high pressure relief valve, buzzer and air filter were replaced, after which the evaluation was performed. The unit passed the circuit check test, quick check test and pump leak test and showed a battery charge over 80%. The unit functioned as intended. In addition, there is no evidence that the items serviced would have contributed to patient injury. If information is provided in the future, a supplemental report will be issued.